Event description:
Arjo was notified by the customer representative about an issue involving a citadel plus bed frame. Following the information received from the customer, the side rail was broken off the bed frame and the width extension frame was stuck (this bed section allows extending the width of the frame). The bed was in use but no injury was claimed.

Manufacturer narrative:
Arjo was notified by the customer representative about an issue involving a citadel plus bed frame. Following the information received from the customer, the side rail was broken off the bed frame and the width extension frame was stuck (this bed section allows extending the width of the frame). The bed was in use but no injury was claimed. The device inspection and the photographic evidence provided by an arjo representative confirmed the reported issue, the side rail panel was detached from the side rail mechanism. The allegation about the issue with the width extension frame was not confirmed. It worked correctly during the bed frame evaluation. Based on the above, it has been determined the side rail was damaged due to collision between side rail panel and one of width extension sections which was allegedly stuck in the extended position. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The citadel plus instruction for use (831.374) instructs user to ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ to conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. The device was in use when the claimed malfunction occurred. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.